Manufacturer narrative:
G3, g6, h2, h3, h6, h10 the reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the glidescope core smart cable used during the procedure. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the customer's smart cable to known, good, test equipment, the smart cable failed to be recognized. The smart cable passed visual inspection. Next, when connecting the customer's video baton to known, good, test equipment, the image displayed a split screen. Visible damage was identified on the video baton's hdmi connector. Both the video baton and smart cable failed verathon's functionality testing. Upon review of the device history for the glidescope video baton 2.0 large serial number "(B)(6)" it was determined that the device was manufactured on september 8, 2020 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope video baton 2.0 large. It is likely that the age of the device, two (2) years and seven (7) months caused or contributed to the event. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the glidescope core smart cable was scrapped and replaced due to there being no repairs available and the glidescope video baton 2.0 large was returned to the customer as-is per their request. Corrective action is not required at this time. Verathon will continue to monitor for trends. Please reference the attached corresponding report containing the device information and evaluation findings for the customer's returned glidescope core smart cable which was found to be a contributing factor to the reported event.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the connection to the glidescope core smart cable was very loose causing intermittent loss of image. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.